Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility personnel states consumer was on stairs, right leg of walker gave way swung outward and he fell down stairs. Rivet is bowed out on both sides, plastic portion that rivet goes through is cracked. MDR filed.